Event description:
The customer experienced a warning 03, temp not rising fast enough. Sales rep reported that he spoke with the or staff in which they indicated that they were using the wrong needle and probe combination. Two units were tried and both failed and the case had to be cancelled. The case was completed the next day with no problems.

Manufacturer narrative:
Generator passed calibration and functional testing. No problem found. 2007.